Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr (alternate summary report) reportable. New info was received on (B)(6) 2013 that changed the reportability from a malfunction to an adverse event. Device evaluation: the sample was returned from teleflex (B)(6) where an investigation was previously conducted. The sample condition is described as it was found upon receipt at the teleflex (B)(4) facility. The iab assembly and teflon sheath with sidearm were returned for evaluation. Eleven printed photos were also received in (B)(4) from the teleflex (B)(6) investigation. The sheath was on the catheter located approximately 21cm from the iab distal tip. The bladder was unwrapped and covered in dried blood. The one-way valve was attached to the short driveline tubing. The sidearm was cut off from the sheath. Two bends were noted in the catheter and were measured to be approximately 53cm and 58cm from the iab distal tip. These measurements were provided by (B)(6). The tip of the iab was placed in water. A 10cc syringe was connected to the luer end of the central lumen. The plunger was pulled back on the syringe and aspirated water through the central lumen. The syringe was disconnected, filled with water and re-connected to the iab. The plunger was depressed and water exited the central lumen. The central lumen was patient. An in-house, 0.025 inch spring wire guide (swg), was back loaded through the iab distal tip and met resistance and stopped at 53.1cm. The same swg was front loaded through the luer and met resistance at approximately 20.2cm and stopped. The points of resistance are attributed to the previously noted bends in the central lumen. Dried blood was clotted heavily within the bladder and catheter outer lumen. The clotting was noted in the investigation report received from (B)(6) and confirmed by investigation in everett. The outer lumen could not be cleared and traditional leak testing could not be performed. As a result, the catheter and central lumen were cut below the bladder to allow the balloon to be filled with water. Three leak points were observed near the proximal end of the balloon. The first leak point was noted in the (B)(6)investigation report as a puncture. This leak was confirmed by investigation and visual inspection in (B)(6). The leak appeared to be a puncture and there was a gouge in the bladder membrane in the same location. The location of the leak was measured to be approximately 18.3cm from the iab distal tip. Additionally, two other leak points were discovered, approximately 17.8cm from the iab distal tip. Abrasions were noted around both leak locations. The cause of all three leaks is most likely related to contact with calcified plaque. The bladder thickness was measured and was within specification. The device history record review was conducted fort the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the pump alarmed and blood was seen in the tubing is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the event involved a female pt while I the intensive care unit during use. The intra-aortic balloon (iab) was pulled negative before removing from the tray. The doctor inserted an iab through the teflon sheath via left femoral artery without issue and therapy was initiated successfully using an acat 1 (serial #(B)(4)). The iab was suspected to leak (rupture). As a result, the iab was removed and a new kit was prepped and used successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good. Additional info received stated that the iab and teflon sheath were removed together as one unit successfully. An update of (B)(6) 2013 clarified that the date of insertion was on (B)(6) 2013, date of the event was (B)(6) 2013 and the date of change to a new kit was (B)(6) 2013. The delay or interruption in therapy was just long enough time to reinsert a new (B)(4) and caused no harm to the pt. The pump worked appropriately during this event. It was reported on (B)(6) 2013 that there was a helium leak alarm. A little blood was observed in the gas driveline of the iab, but not enough to reach the pump. An update received on (B)(6) 2013 stated that the second insertion site was the right femoral artery.